Manufacturer narrative:
Product event summary: the afapro28 with lot number 44792 and the data files were returned and analyzed. The data files did not record any failure on the reported date of the event. The reported guide wire lumen kink and air ingress could not be assessed through data analysis. Visual inspection of the balloon catheter showed the device was intact with no apparent issues. There was no kink on the shaft or on the guide wire lumen. Smart chip verification indicated the catheter was not used. The catheter passed the performance test. The sheath was aspirated upon inserting the balloon catheter. The aspiration and flushing were done when the balloon was in the sheath and also when the balloon was out of the sheath past the radiopaque markers. No air bubble was observed. The outer diameter of the balloon was within specification. Insertion and retraction tests were performed without any friction. In conclusion, the reported air ingress and guide wire lumen kink were not confirmed through testing. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician, and is the adverse event being reported along with air embolism. The balloon catheter passed the returned product inspection as per specification. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, the balloon catheter was inserted and a 'large image' was noted on the x-ray suspected to be an air bubble. The case was aborted with the patient under general anesthesia. Small air bubbles were also noted during the system flush, as a pump was used. It was unknown whether the vacuum had been enabled. A kink in the balloon was suspected. The patient was hospitalized for overnight monitoring, but no clinical issues were noted, and their current status was 'alive - no injury.' No further patient complications have been reported as a result of this event.